Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced that the #5 key was intermittently working. The key had limited operation due to an intermittent connection caused by a failed keypad. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump's #5 deypad button was intermittently working during the device set up. It was also reported that there was no pt injury.